Manufacturer narrative:
No product was returned for investigation. The cause of the arrhythmia and infection was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ectopy. The patient was treated with magnesium and the pump was repositioned. The patient developed bacteremia and the pump was explanted. The patient survived.